Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "persistent system message displayed" (device displays error message). The facility administrator reported a persistent system message displayed during set up. The system was rebooted 2-3 times and the system message would not clear. The system was switched out and the cases were completed as planned. This occurred before pts were prepped. There was no pt involvement.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The stuck solenoid was repaired. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4)